Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - 10.5x20 bone mulch scr +5 tip, cat#: 907320 lot#: 121470; washerloc tissue fixation 16mm, cat#: 908436 lot#: 390680; 42mm 6mm cancellous screw 42mm, cat#: 908842 lot#: 635220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the bone dowel would not connect with its mating protection sleeve. The customer believes the size of the bone dowel tube is incorrect. An alternative device was utilized to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was returned for analysis and was visually examined. There was no damage noted on either the tube or protection sleeve. Dimensional analysis was conducted on both subcomponents. The identification of the harvest tube was found to be conforming per inspection criteria. The identification of the protection sleeve was found to be non-conforming per inspection criteria. Health hazard evaluation were initiated and completed for this issue. Review of the device history record identified no deviations or anomalies. Supplier certificates were not pulled as this issue was confirmed to not be a supplier issue. Root cause determined to be incorrect material issued to the order. Corrective action was initiated for the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends